Manufacturer narrative:
Device code (B)(4) applies to ins rather than (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that their device was still implanted, but that it was turned off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was both an adverse event and product problem.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported by a family member that the patient had an implant but stated it was not currently functioning because it has been turned off. Manufacturer¿s records showed device was explanted. Subsequent follow up with healthcare professional determined the device was explanted to rule out infection; intervention before explant included antibiotics. No further complications were reported or are anticipated.